Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue and/or user had high glucose value. Manufacturer contacted customer with follow up phone calls to ensure new product replacement resolved initial concern and meter is not displaying hi as well as customer`s condition; customer reported on (B)(6) 2016, performed blood test with results of 310mg/dl; customer informed have taken steroids shot a month ago, nurse adverted her that blood sugar would rise up; customer is controlling diabetes with insulin; customer is satisfied with new meter blood glucose readings.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that felt lightheaded around am on (B)(6) 2016 fasting customer received a result of hi and customer's son call the paramedics. Verified the strips expire 2/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 189mg/dl and 242mg/dl fasting. Reviewed meter memory: (B)(6). Customer called requesting supplies and training on how to use the control level 1 lot # 5l1d55 for her true balance meter. Customer stated last sunday (B)(6) 2016 at 08:00 am fasting, received a result of hi using her true balance meter and felt lightheaded and inject herself 3 units of lantus insulin .customer's son checked her blood glucose levels with 3 additional meters , customer did not provide results for these test. Customer's son called the paramedics and upon arrival to her home her blood glucose levels were 500 mg/dl using the paramedic's device .customer was taken to (B)(6) hospital in (B)(6) and upon arrival to the ER, her blood glucose levels were in the 400's. Customer remained in the hospital for about 6 hours and the only diagnostics test reported by customer were blood test and heart monitor .at the time of discharge customer's blood glucose levels were 93 mg /dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue and/or user had high glucose value. Manufacturer contacted customer with follow up phone calls to ensure new product replacement resolved initial concern and meter is not displaying hi as well as customer`s condition; customer reported on (B)(6) 2016, performed blood test with results of 310mg/dl; customer informed have taken steroids shot a month ago, nurse adverted her that blood sugar would rise up; customer is controlling diabetes with insulin; customer is satisfied with new meter blood glucose readings.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that felt lightheaded around am on (B)(6) 2016 fasting customer received a result of hi and customer's son call the paramedics. Verified the strips expire 2/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 189mg/dl and 242mg/dl fasting. Reviewed meter memory: (B)(6). Customer called requesting supplies and training on how to use the control level 1 lot # 5l1d55 for her true balance meter. Customer stated last sunday (B)(6) 2016 at 08:00 am fasting, received a result of hi using her true balance meter and felt lightheaded and inject herself 3 units of lantus insulin .customer's son checked her blood glucose levels with 3 additional meters , customer did not provide results for these test. Customer's son called the paramedics and upon arrival to her home her blood glucose levels were 500 mg/dl using the paramedic's device. Customer was taken to (B)(6) hospital in (B)(6) and upon arrival to the ER her blood glucose levels were in the 400's .customer remained in the hospital for about 6 hours and the only diagnostics test reported by customer were blood test and heart monitor. At the time of discharge customer's blood glucose levels were 93 mg /dl.